Manufacturer narrative:
Zoll medical corporation evaluated the device meets specification. Review of the customer's video does confirm the reported problem. However; the device was put through extensive testing without duplicating the malfunction. The device's analog and digital boards were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.